Event description:
The pt tested blood glucose on suspect device and was "hi" (>600 mg/dl). The pt then took 50 units of 70/30 insulin and passed out. When she came to, she tested her blood glucose on neighbors device (type unknown) and was 100 + mg/dl. She then went to the hosp and they tested her blood glucose and was 110 mg/dl. She was given intravenous fluids, the type is unknown.